Manufacturer narrative:
This report is being filed under exemption (B)(4). On behalf of the importer (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.

Event description:
Ref # imp (B)(4).